Event description:
Customer experienced a cassette with a very slight shade line in the t region. Customer wants to know if sample would be interpreted as positive or negative? Customer was recommended to wipe the entire lab and docks down. Customer retested sample with a different cassette lot. Results were negative. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Updated complaint description on (B)(6) 2022 resulted in decision to submit MDR. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer experienced a cassette with a very slight shade line in the t region. Customer wants to know if sample would be interpreted as positive or negative? Customer was recommended to wipe the entire lab and docks down. Customer retested sample with a different cassette lot. Results were negative. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.